Manufacturer narrative:
PMA/510(k)#: p100022 and s001. UDI#: (B)(4). The device has not been returned for evaluation; therefore, a document based investigation was carried out additional complaint details received indicated an amplatz wire was used during the procedure. Images relating to this procedure were provided and reviewed as follows: findings: angiography from stent deployment is provided. Actual stent deployment imaging is not provided and likely was not recorded. This is customary. The approach was antegrade at a very acute angle, approaching 90 degrees. The access sheath kinked and twisted on entering the common femoral artery. The lesion was a distal sfa into popliteal artery occlusion extending to the knee joint with an overall lesion length of 135mm. The occlusion was recanalized and appropriately pre-angioplastied. It was severely irregular as should be expected after angioplasty. The mid stent did deploy in a "concertinaed" fashion as described in the complaint report. The other two stents deployed normally but the distal stent was slightly compressed...the distal stent length is 76mm and the proximal stent length is 60 mm. The "concertinaed" stent length is 65 mm [this report]. The proximal stent was placed inside the "concertinaed" segment and could not completely expand. Although no stenosis was created by the "concertinaed" stent on post deployment angiography, this is because contrast flowed through the disordered stent interstices. Once intimal incorporation of the stent occurs, a stenosis should be anticipated. Impression: the mid stent [this report] did deploy in a "concertinaed" fashion with 35mm of shortening. The reason is multifactorial. First, the stent was likely deployed with some forward pressure. The operator deployed the first stent successfully with some mild compression. The same forward pressure likely was exerted during the second stent deployment the third stent was deployed to its design length likely because the operator was now keenly aware to avoid forward pressure. Second, the steepness of the ipsilateral approach reduces operator tactile feedback causing as much or more friction than a very steep aortic bifurcation. Consequently forces are increased and motion translated through the delivery system is often abrupt rather than smooth. Third, because the ipsilateral antegrade approach requires the operator to suspended 135cm delivery system in mid-air, keeping the cannula motionless is significantly more difficult particularly when such an acute access angle is present. Last, all self-expanding stents with a partially closed cell design such as the zilver ptx can seem to self-deploy if the stent apices become entrapped at angles in the vessel wall or in adjacent stent as they are revealed. The effect is to shorten the stent. Although this cannot account for this amount of concertinaed stent, it can significantly aggravate shortening conjunction with unintended delivery cannula advancement. The segment will likely become flow limiting with intimal covering. This could be addressed with short-term angiographic surveillance and angioplasty if necessary. The customer complaint could be confirmed based on customer testimony and based on the imaging review provided as the mid stent did deploy in a "concertinaed" fashion. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx device of lot c968728 revealed no discrepancies that could have contributed to this complaint as per instructions for use, ifu0063-6, "deployment of the stent" section instructs the user of the following; "before stent deployment lt is important to step 1 straighten the proximal part of the delivery system as much as possible. Remove any slack in the delivery system. Keep the handle in a stable position. Step 2 hold the hub steady. The stent will be deployed as you pull the handle towards the hub. Note: care should be taken to hold the hub stationary and to remove the slack in the introducer catheter to ensure the stent is not stretched or compressed lengthwise during deployment (i.e. So that the stent is deployed to its proper length). Before the stent deploys, slight movement may occur so confirm that the stent markers are still aligned to the desired position. Reposition if necessary before deploying. Full deployment of the stent length will occur when the distal end of the stent has been retracted past the proximal part of the stent step 3 as deployment occurs, continue sliding the handle toward the hub in a slow, smooth and consistent manner. Once good wall apposition has been achieved at the distal 1-2 em of the stent, watch the proximal stent markers to ensure they remain stationary- this indicates that there is no compression or elongation of the stent." From the information provided, there were no adverse effects to the patient reported as occurring. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The user was deploying a zilver ptx stent. Despite positioning the deployment system in a straight line the device got caught halfway through deployment. A subsequent "jump" created 40mm of a concertina within the stent. Review of images relating to this event confirmed this stent was deployed in the pt. In addition this image review refers to 3 stents deployed in total. The device involved in this report was identified as the mid stent deployed in a "concertinaed" fashion. The user/distributor has not provided details regarding the additional stents also deployed during this procedure. This information has been requested and is currently pending. No adverse effects to the pt have currently been reported as occurring as a result of this event.